Event description:
Two days post implant, this pt had an epicardial lead implanted, but this device would not register the lv lead. Therefore, this device was replaced with another lumax 540 hf-t, (B)(4). There are no adverse events reported for this pt. Device return has been requested. Should additional info become available, this event will be updated.